Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver broke intra-operatively. It was easily retrieved and discarded in the "sharps" bin.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history record: (B)(4) manufactured the cruciform screwdriver blade, hex coupling / medium, part number 03.505.206, lot 7525266. The lot conformed to requirements as indicated on the certificate of compliance. The instrument was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues noted. The parts were released to the warehouse on (B)(6) 2014. A product investigation was completed: one cruciform screwdriver blade, hex coupling, medium (part number 03.505.206, lot number 7525266) was received. The complaint condition is confirmed as the screwdriver was received with approximately 65% of the distal tip missing. The received condition is consistent with having been subjected to excessive force though the method of use. However, the exact root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, this device is part of the cmf universal screw removal set. This tool is intended for use in the removal of intact screws with a cruciform or plusdrive screw head and a diameter of 1.3mm to 1.5mm. The returned screwdriver was received with approximately 65% of the distal tip missing. The tip is broken such that three of the four cruciform pongs are broken approximately 1.6mm from the distal radius transition and the last of the four cruciform pongs is broken approximately 3.3mm from the distal radius transition. Thus, the missing portion is estimated to be approximately 2.4mm long. The longest remaining prong is also twisted approximately 45 degrees in the direction of screw removal. Thus, the complaint condition is confirmed and consistent with the reported condition. However, the complaint condition cannot be replicated as the device is already broken. The balance of the device in is working condition with minimal wear. The received condition is consistent with having been subjected to excessive force. It was reported that a shaft broke when the surgeon applied too much pressure on a screw that was stripped. In addition, according to the sales consultant, the implants that were explanted were not synthes. Especially given the use with a non-synthes implant the exact root cause cannot be definitively determined. However, it is most probable that it is a result of the method of use. A review of the current design drawing/manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a hardware removal of mandible cruciform titanium screws. During the removal, he noticed some of the screws were stripped. It was reported that a shaft broke on one of the screwdriver blades when the surgeon applied too much pressure on a screw that was stripped. There was no impact on the patient. It was reported, the implants that were explanted were not synthes. It was discovered during the manufacturing device evaluation that the device was received with approximately 65% of the distal tip missing. This is report 1 of 1 for (B)(4).